Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra sheath, and a syringe. During the procedure, the physician completed three passes using the red62, sheath, and syringe. Subsequently, while removing the red62, the physician noticed that the red62 was fractured around the mid to distal end. Therefore, the red62 was not used for the remainder of the procedure. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured and revealed stretching at the fractured location. If the red62 is retracted against resistance during use, damage such as a stretch and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.